Event description:
It was reported that during an unknown procedure, the firing trigger broke. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Firing trigger handle. The analysis results found that the lts60a device was received with the firing trigger broken and with no reload loaded in the device. Additionally, one reload was received inside the bag. The reload was received partially fired and with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axle support was found damaged. While no conclusion could be reach as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge. When either or both of these scenarios occur, the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). No conclusion could be reached as to what may have caused the reported incident, as there was no reload returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.